Event description:
The balloon leaked. Blood was noted back into the extender tubing. On 3/30/98, datascope was notified that the iab was probably discarded and would not be returned for eval. [Event complications]: unk-reported 3/9/98. [Pt's current status]: unk-rpt'd 3/9/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp.